Event description:
At 6am pt went to dialysis. After dialysis pt drove self to store, had lunch then took a nap (per normal routine). Pt was found at 7pm dead in their bed. Paramedics pronounced pt dead. Pt taken to the funeral home. The next day coroner came for pt. Apparently another pt at dialysis center had died and a second pt was in the hosp in critical care. There is a question of whether there was a contamination of the tubing used.